Event description:
It was reported a revision surgery to swap to a constrained liner due femur dislocation after a fall. Femur and tibia were also replaced. Surgeon trialed the appropriate thickness of constrained liner and all definitive implants inserted. There was good range of motion, stability and soft tissue balance.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. A clinical investigation noted that no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.